Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that ins overdischarge occurred in the past month, not certain of the number of times. Multiple overdischarge protocols initiated with two different rechargers. Not successful in pmr (physician mode recharge) protocol due to telemetry issues. F/u reporting noted that the pt was interrogated with two programmers, a pt programmer and tried to communicate with two separate rechargers. They were unable to get anything to communicate or reset. The pt had historically had issues with recharging, and had been shown to recharge several times, including 1-2 pors (power on resets). The following physician had sent the pt to the surgeon for f/u for increased pain and with a recommendation for a nonrechargeable generator replacement. The surgeon sent the pt to a neurologist for eval for progression of his peripheral neuropathy prior to stimulator change.